Event description:
A customer contacted beckman coulter (bec) reporting a cap piercer leak in the unicell dxc 660i synchron access clinical system. The customer observed fluid dripping down the side of the cap piercer rather than onto the sample collection tubes. The customer was wearing personal protective equipment (ppe) consisting of gloves and protective eyewear at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse determined that the cap piercer overflow was due to lack of vacuum on the waste line. The fse flushed the waste line with bleach water solution several times which resolved the issue. Fse confirmed failure mode to be an obstructed cap piercer waste line. (B)(4).